Manufacturer narrative:
(B)(4). This device was manufactured from march 18, 2015 - march 20, 2015. The device was received for evaluation. During visual inspection, fluid was observed within the over pouch due to the tubing disconnecting from the solvent-bonded junction of the set-cap. The cause of the disconnection could not be determined. A CAPA has been opened for this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of the half day infusor disconnected and leaked into the outer-pouch. The leak occurred before patient use. The device was filled with desferrioxamine 2500mg in 32ml sodium chloride 0.9%. There was no patient involved. No additional information is available.